Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted that after disassembly of the device, a non-critical electrical component was found to be damaged. The capacitor c103 was the cause of the circuit shorting. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue may occur due to a short caused by damage to the c103 capacitor preventing motor movement on articulation motor. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Another unreported condition was identified: the handle was disassembled and the ir shield was visibly damaged. The product analysis noted evidence that the device was not used as intended. The issue of damage to the ir shield is most likely due to the handle having been dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation pre-operatively, there was an error displayed on the liquid crystal display (lcd). Another handle was used. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the visual inspection showed damage to the ir shield and 44-pin cable. These additional findings are unrelated to the reported condition. Based on historical data, the damage to the ir shield is most likely due to the handle having been dropped.